Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient reported receiving a low glucose alert from her cgm device (no specific value provided). She noted experiencing symptoms consistent with hypoglycemia, including shaking, and sat down with the intention of treating the low glucose level. Before she was able to obtain treatment, she lost consciousness. After an undetermined period of time, estimated to be several hours, the patient¿s nephew heard the device alarm and went to check on her. He found the patient unconscious and immediately administered nasal glucagon without obtaining a fingerstick blood glucose measurement. The patient regained consciousness. Upon being able to check the device, the patient observed a ¿replace sensor now¿ message displayed on the cgm receiver. She recovered at home after glucagon administration, required no additional treatment, and was reported to be stable at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.